Manufacturer narrative:
Batch reviews performed on 10 october 2016. Lot 134707: (B)(4) items manufactured and released on 13 january 2014. Expiration date: 2018-11-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mpact acetabular shell ø56 two-holes, code 01.32.156dh, lot. 160478 (k132879) (B)(4) items manufactured and released on 31 may 2016. Expiration date: 2021-05-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Not yet analyzed.

Event description:
During surgery, the pe liner didn't fit into the cup. The two screws were screwed-in properly. The surgeon tried many times to impact the liner, washed out the cup and verified the integrity of the insert. The surgery was completed successfully implanting a ceramic liner.

Manufacturer narrative:
On the 18th of november the (B)(4) project manager analysed the retrieved liner commenting as following: on the liner different signs can be noted on both the internal surface and the border, probably due to the attempts done to couple the insert with the shell. Half of the conical surface has some signs, probably due to the malalignement of the liner inside the shell before the final impaction. The malignement of the liner inside the shell can likely be the root cause of the event.